Event description:
It was reported that the lesion was located in the proximal to mid left anterior descending artery (lad) with heavy tortuosity and no calcification noted. Pre-dilatation was performed with a 2.5 x 20 mm trek balloon, with a good result. During deployment of the xience prime stent, pressure could not be maintained on the stent delivery system (sds) balloon. The stent was able to be successfully deployed by applying rapid inflations up to 10 atmospheres to the sds balloon. Upon retraction of the device, a leak was observed in the distal shaft. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation of the returned device found a leak at a tear/hole in the inner member and outer member 6.9 cm proximal to the proximal seal, thus confirming the complaint. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest a product deficiency.